Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that after connecting the transmitter to a wall outlet and leaving it plugged in, smoke was observed coming from the prongs of the adapter. The transmitter was replaced. No adverse patient consequences were reported as a result.